Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 60 instrument involved with this complaint and completed the device evaluation. The customer reported complaint was not replicated/confirmed. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument initialized, clamped, fired and unclamped without any issues. The instrument was fully functional. No damage was found. A review of the logs showed no failures.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after the stapler 60 instrument was inserted into the trocar, then it started shaking back and forth and would move in the opposite direction of the surgeon's control. The stapler instrument started "spinning." When the sureform 60 stapler instrument was installed with a green reload, it moved in the opposite direction that the surgeon intended the instrument to move. The reporter explained that the other instruments worked fine with no issues on universal surgical manipulator 4 (usm). The customer reported that the assistant had reseated the stapler instrument onto usm 4 but the issue persisted. The customer explained that the surgeon converted to open surgery prior to calling technical support. The technical support engineer (tse) reviewed the live logs but did not see any stapler or instrument engagement issues. The procedure was converted to open surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the non-intuitive motion occurred just after the installation. The procedure was converted to open surgery with no patient harm.